Event description:
The customer reported that she was involved in an auto accident in which she was the driver. The customer reported that her blood glucose level was 35 mg/dl at the time of the incident. The customer stated that paramedics responded to the scene and she was incoherent. Customer reported that she was given a glucose IV and transported to the hospital. The customer stated that she had been experiencing unexplained high and low blood glucose levels. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.